Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced recurrent ventricular tachycardia and ventricular fibrillation during support. The patient was treated with lidocaine. After nine days of impella 5.5 support, the patient expired.